Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and subsequently, the pump shutdown. In addition, it was reported that the pump does not charge. The customer's blood glucose level ranged from 241-242mg/dl. The customer reverted to an alternate method of insulin therapy.